Event description:
It was reported that an occlusion occurred in the product when the customer was operating it. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The pump was returned for evaluation. Visual and functional inspection was performed. The keypad and labels were intact and there was no observed damaged on the pump. Event log was reviewed finding a 49 high pressure alarms recorded. Sensor testing found the downstream sensor occlusion (dso) sensor value within manufacturing specification. The cassette passed the accuracy test and did not cause the pump to alarm for occlusion. The reported failure could not be duplicated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.